Event description:
It was reported that during an ultrasound guided breast biopsy procedure through normal density tissue, the needle was allegedly found to be broken. No coaxial was used and the procedure was completed with another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: received one bard magnum biopsy needle for evaluation. During visual evaluation, the device appeared to have residue throughout the needle, and the device was received with the sample notch exposed. A slight bend was noted to the needle. A bend was noted to the sample notch. And no break was noted to the device. On dimensional observation, the notch bend & the notch thickness were measured, and both the measurements were within the acceptable range. Further, functional testing was not performed, due to the nature of the complaint. Therefore, the investigation is unconfirmed for the reported break issue as no break was noted to the device. And the investigation is confirmed for the identified material twisted /bent issue as a slight bend was noted to the needle & a bend was noted to the sample notch. A definitive root cause for the reported break and identified material twisted / bent issues could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an ultrasound guided breast biopsy procedure through normal density tissue, the needle was allegedly found to be broken. No coaxial was used and the procedure was completed with another device. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records was performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.